Manufacturer narrative:
(B)(4). Sent 7/11/2019. D4: batch t5ax7t. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap sigma procedure, the device triggered without the release button having been pressed. The fuse (red lever) was also not released. This caused bleeding from the staple seam row and an additional manual echelon device had to be opened to ensure a sufficient staple seam row. After approx. 15 seconds the knife of the device went back again. Surgery was delayed 5 minutes and another instrument was used. The surgery was successfully completed and there was no patient consequence.